Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. The pacemaker device and right ventricular (rv) lead were also explanted and returned to boston scientific. This device system remained in service for one year and at this time there is no evidence that it was replaced for another device system. Reasonable evidence suggests this lead exhibited a malfunction. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Correction: d7 field: explant date. Corrected as the product was returned severed, therefore the product status is out of service - implanted. The returned product was analyzed. The unknown allegation was not confirmed, an unknown product performance issue cannot be confirmed. The surgery allegation was not confirmed, there was no issue noted with the returned segment of lead, which would have led to surgery. The lead was returned severed ~ 97m from the terminal end. Only the proximal segment was returned. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed, indicating conductors are intact. No visual anomalies were noted on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Additional information has been requested to the representative. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. The pacemaker device and right ventricular (rv) lead were also explanted and returned to boston scientific. This device system remained in service for one year and at this time there is no evidence that it was replaced for another device system. Reasonable evidence suggests this lead exhibited a malfunction. No additional adverse patient effects were reported. The product was returned for analysis.